Event description:
Customer said wing of "unitrax trial sleeve was found to have a piece broken off during operation. No replacement required to complete operation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by nursing staff at the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history and complaint history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Customer said wing of "unitrax trial sleeve was found to have a piece broken off during operation. No replacement required to complete operation.